Manufacturer narrative:
Updated fields - b4, b6, g3, g6, h3, h11. Corrected fields - b5, h6 (type of investigation, investigation findings, component codes, investigation conclusions). They attempted to aspirate the inner lumen without success. Education provided that the inner lumen should be capped and labeled ¿do not use¿ due to risk for thrombus.

Event description:
User called into emergency support program line to request and report issue during use sensation plus 50cc intra aortic balloon (iab) had clotted inner lumen that would not flush. There was no harm or injury reported.

Event description:
User called into emergency support program line to request and report issue during use intra aortic balloon (iab) had clotted inner lumen that would not flush. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Complaint record ID (B)(4).